Event description:
The nurse reported that there was excessive "wobbling" of the handpiece/phaco tip during surgery. The width of the incision was increased. Additional information stated there was no harm to the patient. The surgeon complained the handpiece and phaco tip were wobbling during the sculpting mode.

Manufacturer narrative:
The company service representative examined the system and was unable to duplicate the problem reported. The company service representative tested 4 handpieces and no wobbling was noted. The system was then tested and met all product specifications. This report was mailed to the FDA on: 11/13/2009.